Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube cracked, reservoir tube window cracked and missing the end cap sticker.

Event description:
Customer reported via phone, she was attempting to prim the device when it alarmed compromised force sensor system. Customer's blood glucose was 164 mg/dl. Troubleshooting was performed. Insulin was squirting during manual prime. The device was not dropped or bumped prior to the alarm occurring. Customer reported the drive support cap was sticking out and doesn't recall pressing it in while connected. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer didn't agree to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.